Event description:
General report received of "over-deliveries due to programming error". One event was reportedly found prior to pt use. There were no reports of any adverse pt events while the devices were in clinical use. Multiple unsuccessful attempts were made to obtain specific event, serial number or pump programming info. Though requested, no further info was available.